Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage experienced fishmouthing post-procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic segment of the left internal carotid artery. The max diameter was 8mm, and the neck diameter was 4mm. The landing zone was 4.5mm distal and 5.0mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered (as + ticagrelor for 11 months). It was reported that the patient's 1-year angiographic follow-up imaging showed stenosis of approximately 50% in the left internal carotid artery with distal fishmouthing in the pipeline. The patient was asymptomatic, and the doctor will prescribe drug treatment and monitoring of the stenosis by imaging. Six month imaging had not been performed. The patient did not experience any injury or symptoms, and no additional medical/surgical intervention or hospitalization was required. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a neuron max sheath, phenom plus guide catheter, and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no fishmouthing or stenosis after the procedure. The cause of the event was maybe shortening of the stent. The stent was placed on the horizontal segment of ophthalmic internal carotid artery (ica). This information was confirmed with the physician.